Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.

Event description:
It was reported that when the customer was attempting to set up the pump the "back" button at the top left of the screen was not responsive. Customer has not started on the pump.